Event description:
During spontaneous call with the patient, patient states she was admitted to the hospital last night because she had a pin hole in her central line. Patient said she taped line and was able to continue infusion. Patient states her line will be replaced today, procedure due around 2 pm today. Patient said she had no changes in her breathing and pah symptoms. Pharmacist asked pharmacy physician liaison to notify md. No further information is available. Product lot number and expiration date were systematically retrieved from the dispensing system. Reported to (B)(6) by pt/caregiver.